Event description:
It was reported that during a laparoscopic gastric bypass procedure, the skin stapler was used to close the skin. It had been fired eight times successfully. When the stapler was fired the ninth time, one part / side of the staples came out and the other did not. A new one was used to complete. No impact to the patient.

Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the device was returned non functional due to misaligned staples in the staple stack. No functional test was performed. While no conclusion could be reached as to how the nose became open, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). No batch record review could be performed as no lot number was provided.